Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that an IV was started in the hand, running well. A leak was noticed due to liquid on the floor and blood was coming out of the middle port of the tubing. The line needed to be restarted. Although requested, no further information has been received.